Event description:
It was reported, gamma nail implanted in 2008 / subtroch fracture, right after a fall / wound infection - treatment with antibiotics - healing / four months earlier: breakage of 1 locking screw / five months prior to original date: breakage of 2nd locking screw / nail breakage.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report. Same patient event as MDR 9610622-2008-00276 and MDR 9610622-2008-00277.